Event description:
Pt applied thermacare patch for lbp and sustained 3rd degree burns. Burns through all layers of skin in a line of circles, approx 1.5 - 2cm. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes.